Manufacturer narrative:
Upon review of camera images, it was determined that a film is visible across the sample container prior to the rubella igg aspiration, which was the first assay to be aspirated. The film is not visible in the images taken after the first aspiration. This is consistent with erroneous sample pipetting. The camera was found to be misaligned, which is most likely the reason why the film couldn't be detected. The camera firmware of the module was verified to be working within specifications. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
Preliminary investigations show a bubble on the surface of the sample when it was first measured on 25-aug-2022. The last performance check of the instrument was performed in march-2022, some tests did not pass. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys rubella igg on a cobas 8000 e 801 module. The sample initially resulted in a rubella igg value of 0.664 iu/ml (non-reactive). On (B)(6) 2022 a new sample of the patient was measured, resulting in a rubella igg value of around 260 iu/ml (reactive). The initial sample was then retested, resulting in a rubella igg value of 235 iu/ml (reactive). The questionable initial result was reported outside of the laboratory. The rubella igg reagent lot was 58675801, with an expiration date of 31-oct-2022.